Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 444 mg/dl, 277 mg/dl, 294 mg/dl, 283 mg/dl, 274 mg/dl. The customer treated with the manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The product will not be returned for analysis.